Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result generated by the architect i2000sr for an 80-year-old female patient. The sample was repeated, and the result was normal. The following data was provided: (B)(6) 2026 sid (B)(6): sample appearance: hemolyzed (hemolysis = 516 mg/dl (++++)). Initial result= 109.9 pg/ml, repeat result = 5.7 pg/ml. Per the architect stat high sensitive troponin-I reagent package insert, the cut-off for female is 15.6 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 79395ud00, however, no trends were identified for list number 03p25. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. In this case, it was documented that the sample was 4+ hemolyzed. As per product labeling, for accurate results, serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter, including cryoprecipitate. If the specimens contain fibrin, red blood cells, or other particulate matter, including cryoprecipitate, or have been stored at 2-8°c for more than 24 hours, centrifuge at a relative centrifugal force (rcf) of 3,000 to 3,500 x g for 30 minutes before testing to ensure consistency in results. Based on the investigation the architect stat high sensitive troponin-I reagent lot 79395ud00 is performing as intended, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98, troponin-I stat high sensitivity, with 510k number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result generated by the architect i2000sr for an 80-year-old female patient. The sample was repeated, and the result was normal. The following data was provided: on (B)(6) 2026, sid (B)(6): sample appearance: hemolyzed (hemolysis = 516 mg/dl (++++)) initial result= 109.9 pg/ml, repeat result = 5.7 pg/ml. Per the architect stat high sensitive troponin-I reagent package insert, the cut-off for female is 15.6 pg/ml. No impact to patient management was reported.